Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio and lab tests were performed one after the other. No pt info was provided. Doctor was unaware of the expected variance between inratio meter (poc) and the lab.